Manufacturer narrative:
A batch record review indicates no discrepancies. Preventive maintenance (pm) logs have been checked and all pm's were completed with no discrepancies found. Affected amount: 1pc. Aquacel extra 10x10cm was manufactured under system application and products (sap) code (B)(4) and manufacturing lot number 8g02239. Lot number 8g02239 was sterilized under lot 1214116911and released in review of results of sterilization. All the results were within specification and the products were released. The production process, in process testing and packaging of products was run in accordance with process instructions (pi) for machine (B)(4) 5. A visual inspection was performed in accordance testing methods (tm) was completed at the beginning of the order and every fifteen (15) minutes following until the order was completed. No nonconformity was registered during the manufacturing process of lot 8g02239. This is the only complaint for the affected lot registered within complaint handling system (tw). Two (2) photographs have been received for this issue and have been evaluated in accordance with work instructions (wi). The photos confirm the complaint issue and that this is a convatec product. One (1) photograph shows the foreign matter within the sachet. It cannot be determined what the foreign matter is as the sample is not being returned. Operations has been informed of the complaint issue. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 1000317571.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported ¿there was foreign body found". The product was not used on the patient. Photographs depicting the reported complaint issue were provided by the complainant.